Manufacturer narrative:
Lot # not provided. Customer information was not provided. User facility information unknown as not provided. (B)(4). The event is currently under investigation.

Event description:
A journal article (outcomes after partial endograft explantation) was identified which evaluated aneurysm-related complications and device issues in patients who underwent partial endograft explantation during late conversion of endovascular aneurysm repair to open repair. Some of the patients identified in the article received a cook zenith device(s). According to the article, zenith proximal transabdominal ruptured aneurysm from limb separation (type iiia endoleak) with well incorporated, secure proximal fixation and intraoperative hypotension. Proximal portion remained.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, documentation, instructions for use (IFU), manufacturing instructions, trends, and quality control was conducted during the investigation. The complaint device was not returned, therefore no physical examinations could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The article cites ¿ruptured aneurysm from limb separation (type iiia endoleak)¿ as the complaint failure. Type iiia endoleaks can be caused intraoperatively by misalignment of the component device and force exerted on the stent from delivery system retrieval. This can be caused postoperatively by excessive hemodynamic pressure caused by patient anatomy, seal stent fracture, anatomical remodeling and inappropriate graft sizing. Without procedural, device or anatomical information it is impossible to tell when and how the failure occurred. Due to customer testimony within the article and the quality control measures in place, there is no evidence that the complaint devices were non-conforming. The root cause cannot be determined with the information provided in the complaint. Based on the information provided, no product returned, and the results of the investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. Monitoring for similar complaints will continue.